Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of paralytic ileus. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Abdominal pain, pneumonia, paralytic ileus, and death are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2025, a patient in croatia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced abdominal pain immediately after discharge from peg tube placement procedure. On (B)(6) 2025, the patient was hospitalized for a paralytic ileus. On (B)(6) 2025, the patient developed pneumonia and was placed on oxygen therapy. Due to unknown complications and progressive deterioration, the patient expired on (B)(6) 2025, during hospitalization. The cause of death was not provided and the device was not returned. At the time of this report, it is unknown if an autopsy has been performed. The reporter did not have any additional information. Abbvie medical safety has determined that a causal relationship between the peg placement procedure and the events of paralytic ileus, pneumonia, and death cannot be ruled out.